Event description:
I was flying this summer with my 2 daughters ((B)(6)) and I had a really bad low blood sugar just after we got our bags from the baggage claim belt. I sometimes get lows out of the blue, but those random lows are not as severe as this one was. Here is what happened that day. At 5am, while my spouse drove us to the airport, my blood glucose (bg) was 82 mg/dl and I ate 45 grams of carbohydrate and took the pump recommended meal bolus. At 7am, my bg was 178 mg/dl; I did not need any correction insulin, and none was taken due to enough insulin still working from prior bolus. We took off about 7:30 am and landed around 12:30 pm. I had actually forgotten to set a 20 percent increase temporary basal to offset inactivity. (I prefer to be up and moving, and so when I sit for more than 1-2 hours, like in front of a desk top or at a movie, I usually need to set a temporary basal increase to avoid an increase in my blood sugars of up to 100 mg/dl.) I slept most of the flight. Before getting off the plane, I should have checked my bg, but I don't have any record of doing that. I am guessing I checked my dexcom continuous glucose sensor (cgm) before leaving the plane, to make sure my sugars ok for getting through a hectic airport, getting bags and finding transportation. Once we got our bags, I started feeling low. With both of my daughters being cranky, for a blood sugar of 50 mg/dl, I over-treated the hypoglycemia with 10 glucose tablets and told myself I will deal with the high once we are more settled. Much to my surprise, in the next hour, my blood sugar was not high like expected and was only 120 mg/dl. At 2pm, I ate 43 grams of carb and took my pump's recommended insulin. After 2-3 hours I checked and was high. This high bg could have been a delayed liver response to the 1pm low or the pump could have been delivering air instead of insulin. I gave the recommended correction insulin as per the pump. We drove to (B)(6) and walked around from 5-8 pm. At 8 pm, I ate 44 grams of carb with the recommended insulin, and checking at 9pm, my bg was 304 mg/dl! The carb's grams could have been miscalculated, or the pod was delivering air instead of insulin. Even though I took the recommended correction, I still needed more correction at 11pm. This could have been due to fat intake at 8pm or the pod was not delivering the insulin I thought it was supposed to be delivering.

Event description:
Additional information received from rpt (B)(6) 2016 rpt # mw5065622. I am a person with type 1 diabetes who wears an omnipod insulin pump, who had two prior incidents this summer while flying and wearing the omnipod boh of which have their own FDA medwatch report (B)(4). I was cautious about flying and avoiding another hypoglycemic event like that which happened on (B)(6) 2016, (as documented in (B)(4)), so on (B)(6) 2016, I had my blood glucose levels higher than usual on purpose before flying. Before takeoff, at 5:58am, my blood glucose was 179 mg/dl. I correct, but only half the amount recommended by the pump. Again, to avoid hypoglycemia, I did not set a temporary basal increase as I usually do when I am sitting for long periods of time. During flight, at 8:20 am, my blood glucose was 221 mg/dl. Not that I want my sugar in the 200's, but I was glad it was this time, because the last flight, about 2 hours after take off I was severely hypoglycemic. At this time, I felt safe to bolus for the high and for a snack as per the pump's recommendation. After landing, at 12:45pm, my blood glucose was 169 mg/dl. I ate a lunch of 40 grams of carbohydrate and took the insulin the pump recommended for the food and to correct for the high glucose. At 1:48pm, my blood glucose was 248 mg/dl, higher than I expected, but maybe I had counted my carbohydrate intake incorrectly, so I took the recommended correction. Only a half an hour later, at 2:16 pm, my blood glucose has risen to 325 mg/dl. Being an insulin pump wearer since 1997, an insulin pump trainer from 2000 to 2014, and having had those prior two incidents (B)(4), I wanted to know, was this pod faulty, or had something happened with flying, and if I just kept giving insulin for the highs, would it eventually function ok. So, I not only took the recommended amount to correct, but also drank 20 oz of water and set a temporary basal increase of 95 percent. After 45 minutes, at 3:03 pm my glucose was 353 mg/dl. Even though, my blood glucose was up only 25 mg/dl, I took more insulin than recommended to correct and I drank another water bottle, because I could start to feel the first signs of a severe high. After another 45 minutes, at 3:41pm, my blood glucose was 343 mg/dl, at which point, I was relieved my blood sugar was not rising anymore, but I still took more insulin than recommended by the pump. At 5:19 pm, my blood glucose was down to 248 mg/dl for which I took the recommended amount for correction, but still kept a temporary basal increase of 75 percent for another hour. By 9:15 my blood glucose was back down, and at 62 mg/dl, I had a couple glucose tablets and then dinner of 45 grams of carbohydrate. The rest of the time wearing that particular pod, I followed the pump's recommendations, without any further severe hyperglycemic nor hypoglycemic situations of uncertain origin.

Event description:
Add'l info received on (B)(6) 2016 from reporter: I was flying out to attend the annual meeting of the american association of diabetes educators on (B)(6) 2016. I had only gotten 4 hours of sleep and was then in a rush to get to the airport so I wasn't surprised that my blood glucose was elevated at 9:03am (250mg/dl). I followed the correction bolus that the pump calculated, and by 10:37 am, as per my dexcom cgm, was ~ 150mg/dl. I knew that my sugar was still high, but I had one more hour of correction insulin still on board, the dexcom showed it was still dropping and I was hungry, so I ate 20 grams of carbohydrate and took a usual bolus for it. For sitting more than 1 - 2 hours, I usually need to set a temporary basal increase of 20 percent, or else my sugars will rise 50-100 mg/dl, so at 10:38am I set a temp basal to offset the inactivity of sitting on a flight for 5 hours. Take off was around 11:00am. About 2 hours later, at 12:52pm I felt lightheaded and nauseous, not my usual symptoms of a low, so I checked my blood glucose and found it was 81mg/dl. I felt really horrible and didn't want a low blood sugar on top of feeling horrible so I had 4 glucose tablets and stopped the temp basal early. (Little did I know I was feeling so horrible from the eminent low!) All I felt capable at this point was laying my head down on the tray table, so I did and either fell asleep or passed out from hypoglycemia. At 2:47pm, I was aroused by my dexcom receiver vibrating by my feet. When I looked at it, my sugar was low and had been for a while. I checked my blood glucose with my glucometer; the result was 44mg/dl. At least, I knew why I felt so horrible, but I could not think of any logical reason I was hypoglycemic. I was extremely worried that I had been low for the entire 2 hours, but my dexcom showed that my sugar had risen to 102mg/dl (around 2:00pm), before dropping again from an unknown cause. Not knowing why my blood glucose had dropped so low, I over-treated with 50 grams of carbohydrate. At 4:19pm, my blood glucose was 222 mg/dl; it actually could have been higher considering 50 g carb with no bolus. I took the recommended correction insulin via the pump. I checked my blood glucose again a couple hours later at 6:22pm, only to find that it had not come down, but had actually gone up to 296mg/dl; I thought this was the smogi effect, i.e. The liver dumping glucose into the system after a severe low, so I took another normal correction. Around this time, I texted my local omnipod representation asking if he had "any experience with mystery lows during flights followed by super-duper highs?" He said he would ask his clinical managers at a regional meeting next. He has not contacted me since, which is odd, as he usually wants to come by the office. One hour later, at 7:26pm, my blood glucose has climbed to 349mg/dl. It should have been lower after correcting before, but I was distracted from my diabetes with getting out of the airport, to the hotel and going right back out to the conference center, so I corrected with more than recommended by the pump, still assuming that the high was from something I had done wrong, rather than the device not performing reliably. After 45 minutes, at 8:16pm, I had my usual symptoms of when my sugar is exceedingly high, and checked to find my blood glucose is 387 mg/dl. Now having 3 corrections not work, I finally realize this pod is not delivering insulin. Unfortunately, I was unprepared for this situation and did not have any other insulin with me in the conference center, so I still try to bolus with the pump and drink a lot of water while I make my way back to the hotel. As soon as I am back to my hotel room at 9:03pm, I gave an injection with insulin pen and the malfunctioning pod was deactivated. At 9:10pm, a new pod was activated and since I had missed dinner, at 9:13pm I ate some raw carrots and cabbage and took a small bolus. By 12:57am on (B)(6) 2016, my blood glucose was 83mg/dl. I not only have type 1 diabetes, but have made a career helping others deal with diabetes as a certified diabetes educator. From 2002 to 2014 was a certified insulin pump trainer for deltec, medtronic, accu-chek, animas, insulet, asante and tandem. That means, on all the pumps on the market in the us, I used to train other people with diabetes on how to wear, insert, use, and manage their insulin pumps. In none of my trainings to be an insulin pump trainer for any of those companies was there any mention of what to do on a flight. No mention of how the air pressure changes could effect the delivery of insulin. It wasn't until I was talking with one of my friends who stays current with the diabetes online community that she sent me this online article http://asweetlife.org/feature/what-you-should-know-about-flying-with-an-insulin-pump/ and my eyes were opened.

Event description:
I was flying this summer with my 2 daughters ((B)(6)) and I had a really bad low blood sugar just after we got our bags from the baggage claim belt. I sometimes get lows out of the blue, but those random lows are not as severe as this one was. Here is what happened that day. At 5am, while my spouse drove us to the airport, my blood glucose (bg) was 82 mg/dl and I ate 45 grams of carbohydrate and took the pump recommended meal bolus. At 7am, my bg was 178 mg/dl; I did not need any correction insulin, and none was taken due to enough insulin still working from prior bolus. We took off about 7:30 am and landed around 12:30 pm. I had actually forgotten to set a 20 percent increase temporary basal to offset inactivity. (I prefer to be up and moving, and so when I sit for more than 1-2 hours, like in front of a desk top or at a movie, I usually need to set a temporary basal increase to avoid an increase in my blood sugars of up to 100 mg/dl.) I slept most of the flight. Before getting off the plane, I should have checked my bg, but I don't have any record of doing that. I am guessing I checked my dexcom continuous glucose sensor (cgm) before leaving the plane, to make sure my sugars ok for getting through a hectic airport, getting bags and finding transportation. Once we got our bags, I started feeling low. With both of my daughters being cranky, for a blood sugar of 50 mg/dl, I over-treated the hypoglycemia with 10 glucose tablets and told myself I will deal with the high once we are more settled. Much to my surprise, in the next hour, my blood sugar was not high like expected and was only 120 mg/dl. At 2pm, I ate 43 grams of carb and took my pump's recommended insulin. After 2-3 hours I checked and was high. This high bg could have been a delayed liver response to the 1pm low or the pump could have been delivering air instead of insulin. I gave the recommended correction insulin as per the pump. We drove to (B)(6) and walked around from 5-8 pm. At 8 pm, I ate 44 grams of carb with the recommended insulin, and checking at 9pm, my bg was 304 mg/dl! The carb's grams could have been miscalculated, or the pod was delivering air instead of insulin. Even though I took the recommended correction, I still needed more correction at 11pm. This could have been due to fat intake at 8pm or the pod was not delivering the insulin I thought it was supposed to be delivering.